Event description:
Consumer called to report getting high readings with her meter and adjusting her insulin accordingly. Wound up in the hosp with low blood sugar reaction. Hosp told her because her meter readings were inaccurate.